Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are not a factor. It was reported that when the packaging was opened and the delivery system was removed for use during the procedure, there were 2 notches (pimples) on the nose cone. The back end of the handle was also found detached from the delivery system. The packaging was intact. The decision was made to not use the product and the case was completed with another endurant stent graft. No clinical sequelae were reported, and the patient is fine. Evaluation summary: material could be seen protruding from the vestige gate on both sides of the tip. Vestige gate height measured 0.4mm (0.0157in) and .25mm (0.00984in) with calipers. During evaluation, the rear grip was removed and the wheel was rotated its home position. This resulted in a distance of 34mm between the rear grip and screw gear and a distance of 1mm between the tapered tip and graft cover.